Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available for evaluation therefore the reported condition cannot be confirmed or duplicated. Batch review was conducted with no abnormality observed. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
This is a report from baxter (B)(4) of disconnection between the needle and rest of transfer set. The reported condition occurred during use. No patient injury or medical intervention occurred. No additional information is available. This is report 2 of 4.